Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/98- supplemental report sent to FDA.